Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00214; 241-01-106 and s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient sustained a femur fracture and experienced some knee instability. As a result, a revision surgery was required.